Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The left and right gb brakes are not holding.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to invacare (B)(4) for evaluation. The result of the evaluation was that the brakes are not holding, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The left and right gb brakes are not holding.